Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the tissue pad of the subject device fell into the patient. The fragment was retrieved. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Olympus medical systems corp. (Omsc) evaluated the subject device on feb. 5, 2018. The tissue pad of the grasping section was missing. And the coating of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. These types of the events are most likely related to the operator's technique. Based on the past similar cases, these were known that the tissue pad and the coating were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.